Manufacturer narrative:
The device involved in this complaint was not available for evaluation since it was discarded. Without return of the product, a complete investigation of the reported event is unable to be performed. It is not possible to determine what factors may have contributed to it, and therefore no actions could be determined. Further investigation was completed by the engineers in the manufacturing site. The manufacturing records were reviewed and there is no indication of a related nonconformance. All process parameters were met, and inspections passed successfully. However, without product return, a definitive root cause could not be established. It was verified there are manufacturing controls to avoid potential causes related to the reported event. Based on the available information, no further action is required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, in the operating room, after connecting this acumen iq sensor to the patient's radial artery, the systolic, diastolic and mean arterial pressure (map) displayed on the hemosphere monitor (171/80 mmhg, map 107 mmhg), connected via the acumen red cable, were notably higher than those shown on the ge monitor (129/60, map 83 mmhg), connected via the acumen green cable. The problem could not be resolved after zeroing again, and interchanging of green and red cable connectors confirmed the acumen failure. A non-invasive cuff was then used to compare the values, and the ge monitor's pressure values (129/60, map 83 mmhg) were closer to the non invasive blood pressure (nibp) readings from the hemosphere monitor (139/75, map 101 mmhg). The procedure continued following the nibp readings as reference. No error messages or alarms were displayed. The patient was not treated according to the inaccurate values. There was no patient injury nor consequences. The device was available for evaluation; however, it has not been received yet.